Event description:
The pt stated that his infusion device is not beeping. He stated that his infusion device has not worked properly for about one year. The pt was educated per the user's manual on how to restore the audible beeps on his infusion device but the device would not function. The pt stated that he had replaced the batteries of the infusion device and all other functions were working properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.